Event description:
According to the reporter: for the lobectomy procedure after the first firing was completed, the surgeon tried to return the jaws to the straight position, kept pushing upper part of the center control button; however the jaws articulated to the right. Then the surgeon pushed all button, kept pushing both of the green buttons for 10 seconds, removed and re-connected adapter to handle; however the device did not react at all. After all, they returned the jaws to the straight position with the manual adapter tool and removed the cartridge. After that they used 6 cartridges for this procedure and the same event did not occurred. The status of the patient is with no problem. No patient adverse events reported.

Manufacturer narrative:
Evaluation summary: post market vigilance (pmv) led an evaluation of one device. The event report alleges the product was used in a surgical procedure. Visual and functional evaluation noted that the reload was fully fired with a damaged knife blade. Records from each manufacturing lot are thoroughly reviewed to ensure that products are released meeting all quality release specifications at the time of manufacture. The root cause of the observed damage was misuse of the product which would have caused or contributed to the reported incident. Replication of the damaged knife blade may occur when an obstacle has been incorporated in the jaws during application. Should new information become available, the file will be re-opened and the investigation summary will be amended as appropriate.

Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.